Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: the probe¿s cable unit was damaged near the probe tip. A root cause could not be identified. The investigation findings did not lead to a clear conclusion. And as a result, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic probe plastic tip at the end was bent. The reported issue was discovered, when the device was in storage. There were no reports of patient involvement.